Event description:
One endeavor sprint drug-eluting stent was implanted in the mid rca (MFR report# 2953200-2009-00016) and one endeavor sprint drug-eluting stent was implanted in the proximal rca, abutting (MFR report# 2953200-2009-00017). Stent thrombosis is reported to have occurred in the proximal rca, 5 days following stent implant. The associated clinical signs and symptoms were angina & ischemic ECG changes. Pt arrived at the ER complaining of chest pain. Balloon angioplasty and thrombectomy were performed. Pt was taking asa 24 hours prior to event. Pt was not taking clopidogrel/ ticlopidine 24 hours prior to the event. Investigator has indicated that event was not related to the study stent.

Manufacturer narrative:
Evaluation: results: thrombosis. Required secondary intervention.